Manufacturer narrative:
1038671-2024-00482 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty, and then experienced a revision surgical procedure, approximately 8 years, 6 months after initial implant. Revision operative report postoperative diagnosis: failure of right knee prosthesis. The polyethylene insert was removed using an osteotome. There was burnishing, obvious polyethylene wear, and osteolysis. The patient was revised to competitor¿s components. The patient was awoken from anesthesia and taken to the pacu in stable condition. The devices were not returned, there are no images provided. There is no other information available.